Manufacturer narrative:
(B)(4). Additional information received: what technique was used with respect to the advanced hemostasis (ah) and the min/max button? Min/max was used for the majority of the procedure and the ah button on selected vessels with the device fully closed until the end tone. How were these features used in taking the ima? Ah button was used with device fully closed until end tone was heard. Percentage of time each applied or either/or used? 90%min/max 10%ah. Was the device closed completely before taking the ima? Yes. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Yes. Was the sales representative present for the case? Yes. Where was the advanced hemostasis used? Larger vessels. Where was the min/max button used? All other parts except larger vessels. Was the surgeon in-serviced on the use of the system? Yes. Were the vessels that bleed, the same vessels that the surgeon applied clips to before dissecting? No. Was the sales rep present for the procedure? Yes. How long has the surgeon been using the harmonic +7 device? 1st time. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 5 max, 3 min. Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? No. What is the surgeon¿s typical steps to use the device (such as waiting to hear tone 2, etc.)? Waiting to hear end signal when using ah button. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient have a known coagulation disorder? No. Has the patient taken any steroids? What was the total blood loss? 3.5 liters. What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition? Patient is well.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon used the harmonic device. The instrument performed well according to the surgeon. Mild bleeding occurred when operating near the inferior mesentery artery. The surgeon used several clips before coagulating and dissecting the aforementioned artery. For coagulating smaller vessels (about 1-3mm in size, the surgeon used a combination of the harmonic harh36 functions min, max as well as the advanced hemostasis button. Bleeding was under control and the procedure was completed in a standard fashion. Several hours later, the patient suffered severe internal bleeding that caused the surgeon to re-operate in an emergency setting. According to the surgeon, the vessels that caused bleeding during the earlier procedure and that were coagulated with the harh36, did not withstand the vessels burst pressure and thus caused postoperative bleeding. The surgeon mentioned that this suboptimal vessel seal may be linked to the device. The surgeon re-operated using the olympus thunderbeat device. No further complications occurred and the patient was dismissed from the hospital several days later. Device has been discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not yet received: what technique was used with respect to the advanced hemostasis and the min/max button. How were these features used in taking the ima? Percentage of time each applied or either/or used? Was the device closed completely before taking the ima? Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Was the sales representative present for the case? Where was the advanced hemostasis used? Where was the min/max button used? Was the surgeon in-serviced on the use of the system? These are the original questions asked; were the vessels that bleed, the same vessels that the surgeon applied clips to before dissecting? How much blood was lost? (Cc¿s) was the sales rep present for the procedure? How long has the surgeon been using the harmonic +7 device? Was the surgeon in-serviced prior to using the harmonic +7 device? Did the gen11 display any yellow alert screens during the procedure? What power setting was the generator on? Was the power level of the generator changed to achieve better coagulation when the mild bleeding occurred? What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.). What size were the vessels with mild bleeding? Were the clips used ¿harmonic clips¿ (¿harmonic clip¿ means a virtual clip where only energy applied) or metallic clips from a clip applier? How was the surgical technique on the vessels that were bleeding? How was the ima taken (clips, harmonic technique used)? Did the ima have any bleeding intra-operatively? Were there any other large vessels (> 3 mm) taken? Can we get any hand piece information (number of uses remaining and serial number), or recover the hand piece? Can we get the generator log? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?